Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a junction current leakage in an integrated circuit. Hybrid analysis testing and evaluation determined that the gray bar status of remaining expected longevity and depleted battery voltage was due to high current drain in the hybrid. The analysis was narrowed to the l410 ic at the n3vdd node. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery voltage was too low to be considered for implant and the device did not recover after sitting at room temperature. The device was never implanted and no patient was involved with this event.